Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18dec2019.

Event description:
The customer reported a ventilator with an unknown failure alarm. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer replaced the speaker assembly to address and correct the reported event.